Manufacturer narrative:
Reference: mahmoud a. Abdelhakim <(>&<)> mohamed abdelwahab (16 dec 2024): robot assisted partial nephrectomy in complex renal tumors using the versius platform: an initial but promising experience, arab journal of urology, doi: 10.1080/20905998.2024.2442268 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study between (B)(6) 2022 and (B)(6) 2023 included 30 patients with complex renal masses who underwent robotic-assisted partial nephrectomy procedures. The company's barbed suture was used for continuous running suturing of the tumor bed and to suture any bleeding or collecting system violations at the resected site. Potential device related complications included prolonged urine leakage. Interventions included prolonged postoperative drain presence or ureteral stent placement.